Manufacturer narrative:
The diego elite handpiece mdhp100a was returned for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the device and found multiple scratches on the insulation and the gold plating of the connector contact pins were damaged. The handpiece was checked with the test mdu signal breakout box and failed test number 1. During the test each motor phase and ground would not stay ol (open load). When bending the handpiece cable, the resistant values kept changing approximately from 500 mo to ol. However, the handpiece passed the other test. The device was then connected to a test diego elite console and the handpiece was recognized by the console. The device history showed sixteen sterilization cycles. Further testing, the handpiece was connected to a test diego console and a monopolar test blade. It was noted that once the coagulation button on the blade was activated, the blade kept running even though the foot pedal or the coagulation button was not being pressed. The device will be sent to the manufacturer¿s site for further investigation. The cause of the reported event cannot be determined at this time.

Event description:
The manufacturer was informed that during or set-up prior to the procedure, the handpiece continued to activate without pressing the foot pedal. The intended procedure was completed. There was no patient injury reported. The device was inspected prior to use and there were no abnormalities observed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer (OEM). The device arrived coiled in a poly bag; no original packaging was included. The device underwent a secondary inspection upon receipt at the manufacturing site and was evaluated by the manufacturer¿s r&d engineer. The engineer reported that the device¿s trigger wire ends were exposed to the ground shield at distal end. Which caused the motor to run intermittently without press foot pedal. Flexing at the distal crimp area stops the motor from running. When short relieved at distal end, mdu functions normally. As a part of the remediation action, a DHR review was performed. The DHR for the finished device was reviewed and no abnormalities in documentation or process were found.